Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash under the front therapy electrode. The patient also reported that there was gel leaking in the same area. It is unclear if the rash or gel leak was present first. Follow up indicated that the patient's physician prescribed an anti-fungal cream.